Manufacturer narrative:
Evaluation summary : proximal stent wraps were intact. Mid-to-distal stent wraps were stretched, raised and deformed. Mid-to-distal stent segments were stretched distally on the balloon and extended past device tip. The first 2 distal segments were intact .there was no damage to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an endeavor sprint drug eluting stent was used to treat a patient with coronary heart disease. The lesion was in the middle part of the lad with 90% stenosis, severe calcification and moderate tortuosity. The device was inspected before use with no issues noted. Lesion was pre-dilated. Resistance was noted while advancing to the lesion, but no excessive force was used. It is reported that the device failed to cross due to severe lesion calcification. The physician replaced the stent with another of different size to complete the procedure. No injury was reported to have occurred to the patient. Analysis of the returned device confirmed that the stent deformed in vivo during positioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.